Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2013 and 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, metorhagia, menorrhagia. Reporter information, essure removal date, lab data were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 896179-inv,a96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, appendectomy (2011), elbow operation (2011, 2013) and hernia repair (2011). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 214, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: not provided"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and nausea ("nausea") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2013 and 2014. Insertion details: 4 coils on each os. Hysterectomy unsure if partial or full. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: looked normal. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A96179,896179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, appendectomy (2011), elbow operation (2011, 2013) and hernia repair (2011). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 23 days after insertion of essure. On(B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: not provided"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and nausea ("nausea") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 and 2014. Insertion details: 4 coils on each os. Hysterectomy unsure if partial or full. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: looked normal. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: not provided, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain/ loss specify which one: weight gain were added. Reporter's information, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 896179-inv,a96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, appendectomy (2011), elbow operation (2011, 2013) and hernia repair (2011). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: not provided"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and nausea ("nausea") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, menorrhagia, vaginal hemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 and 2014. Insertion details: 4 coils on each os. Hysterectomy unsure if partial or full.. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: looked normal. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.